Event description:
A malfunction alarm was reported, but there was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully reset it without recurrence of the malfunction code. The customer was informed to call back if the issue reoccurred and confirmed understanding of the instructions.